Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 3006705815-2019-02719, related manufacturer report number 3006705815-2019-02721, related manufacturer report number 1627487-2019-08273, related manufacturer report number 1627487-2019-08274. It was reported that infection issue was observed on the implantable system. Device system was explanted as a result to resolve the issue. There were no complications during the procedure. It is unknown if infection issue has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02719.related manufacturer report number 3006705815-2019-02721.